Event description:
It was reported that the patient died. The target lesion was 100% stenosed and located in the mildly tortuous and diffusely calcified left anterior descending (lad) artery. A 1.25 x 10 mm balloon catheter was used for pre-dilation, followed by intravascular ultrasound (ivus) and intravascular lithotripsy (ivl). A 3.0 x 32 mm promus premier drug-eluting stent was deployed in the distal lad, after which a 3.5 x 32 mm promus premier stent was advanced to the proximal lad at 14 atmospheres. Ivus confirmed the devices were well apposed. During the procedure, the patient experienced hypotension and subsequently went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, and once hemodynamic stability was restored, the patient was transferred to the critical care unit (ccu). Later that night, the patient died. The cause of death was listed as cardiac arrest. No autopsy was performed.